Event description:
The customer reported high blood glucose. Customer stated that he had high blood glucose and it does not seem like he was getting his insulin. Troubleshooting was done. Customer's blood glucose was 277 mg/dl. Customer treated with a bolus. Assisted the customer to perfor high pressure test and it passed. Assisted the customer resetting the fixed prime. Cannula was bent when removed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).